Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing as reviewed on the ventricular event. Technical services (ts) reviewed and stated that there were two anti-tachycardia pacing (atp) delivered with did not terminate the rhythm. Additionally, appropriate shock was delivered with converted the rhythm and there was deterioration of ventricular fibrillation (vf). Ts recommended programming options. At this time, this crt-d remains in service and there was no additional adverse patient effects reported.